Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of an incarcerated recurrent ventral hernia with mesh. The patient experienced surgical revision, pain, and recurrence.